Event description:
Patient currently has dobbhoff in place. On [redacted] patient had an abd xr [abdominal xray] and showed fracturing of the distal tubing, with a section of missing tubing. The next day [date redacted] dr [redacted] removed dobbhoff from patient. Tip of dobbhoff missing and multiple fracturing in tubing. Patient to have CT abdomen/pelvis today. Dobbhoff tubing to remain on 10 blue until further notice.